Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01003. This report is being submitted as additional information. The referenced history of driveline infection was reported under MFR# 2916596-2017-02010. (B)(6). Approximate age of device ¿ 2 years. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported chronic driveline infection, sepsis and patient outcome could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018, due to sepsis. The sepsis was associated with the lvad driveline and pump pocket. The patient¿s driveline infection began on (B)(6) 2016, with corynebacterium. The patient was started on intravenous vancomycin and continued on lifetime treatments at home every 48 hours. Post implant, the patient remained admitted greater than 9 months, and became septic prior to discharge. Multiple cultures of the sternal wound and driveline site, along with blood cultures, were positive. The patient¿s sternal wound opening was treated with intravenous vancomycin, along with wound vacuum assisted closure (vac), and sternal wash outs as needed. The patient was severely debilitated and never was able to complete rehabilitation. The patient¿s last admission was on (B)(6) 2018, where the patient was stabilized and transferred to hospice care at home. No additional information was provided.